Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not easily release from the catheter to deploy. Reportedly, after device was manipulated, the clip released onto tissue; however, the clip reopened. It was also noted that the control wire broke in the device handle so no resistance was felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.